Event description:
It was reported that a patient administered an external insulin injection of approximately 2 units while remaining connected to the ilet pump, and the agent provided education that such concurrent use is off label and could affect glucose control. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to activities of daily living and no alerts or alarms. Investigation included customer education and troubleshooting regarding appropriate use of the system. Investigation of this case revealed user technique inconsistent with labeled use, with no evidence of device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to off-label administration of external insulin while using the pump.